Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 7959904) was received at us cq. Upon visual inspection, needle was broken off the slider. The protection sleeve was also missing. Dimensional inspection: measured dimensions per relevant drawings: needle shaft - conform document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the needle was broken off the slider and also the sleeve was missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 319.006, synthes lot # 7959904, supplier lot # n/a, release to warehouse date: 30 mar 2015, manufacturing location: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during field inspection, it was found that the depth gauge had a broken tip. No patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).